Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 18g needle packaged inside of a bd insyte¿ autoguard¿ shielded IV catheter 22g wrapper. The following information was provided by the initial reporter: verbatim: we found an 18g needle packaged inside of a 22g wrapper. I believe it is just the one incorrect catheter that we have found so far.

Event description:
It was reported that a 18g needle packaged inside of a bd insyte¿ autoguard¿ shielded IV catheter 22g wrapper. The following information was provided by the initial reporter: verbatim: we found an 18g needle packaged inside of a 22g wrapper. I believe it is just the one incorrect catheter that we have found so far.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received four photos of a 22ga x 1.00in insyte autoguard device from lot number 3045827. Two of the photos display a sealed unit with a different colored catheter adapter. Through the visual inspection, the needle was observed smaller than the other sealed unit. The whole unit appeared different but packaged and labeled as a 22ga x 1.00in insyte autoguard device. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.